Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the procedure.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved from flank to abdomen. The patient was doing well postoperatively. The device remains implanted.